Event description:
It was reported the filmer is jamming and the system will not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the filmer belt was faulty. Parts are on order, not yet received. System evaluated and repair will be completed at a future date.